Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor break. Customer's blood glucose was unknown mg/dl. The customer report that she had to throw a sensor because she couldn't started it. When custoemer removed the sensor electrode was short. The customer was advised that we will replace the sensor.